Event description:
A customer reported an issue related to updating time, personal profile, or biq/ciq settings, which resulted in their blood glucose level falling to 42 mg/dl. The customer took corrective actions by consuming liquid glucose with carbohydrates and sugar, in addition to drinking apple juice, to address the low blood glucose level. There was no need for third-party assistance, as the customer was not incapacitated due to the blood glucose level.